Manufacturer narrative:
Hill-rom technical support suggested isolating the hand pendant and then each side rail. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The account stated they found the button was sticking and placed a shim behind the button to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the nurse call would not work. The bed was located on (B)(6) at the account. There was no pt/user injury reported. (B)(4).